Event description:
It was reported that during a tibial nail surgery one of the points on the reduction forceps snapped off. The broken piece was easily retrieved. Procedure was successfully completed without surgical delay or patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the reduction forceps with ratchet points are utilized to reduce fractures intraoperatively. One pair of reduction forceps with ratchet points 174mm (part# 399.94, lot# t955400, mfg dec2010) was returned for evaluation with the complaint that ¿during a tibial nail surgery one of the points on the reduction forceps snapped off." This complaint is confirmed as the point of the left arm fractured distally to the pin, where the material thickness changes. When the fractured aspect is realigned to the device there is a 4.2mm gap between points, which is greater than the 2.5mm specified by the assembly drawing when fully ratcheted. There are no regions of obvious damage or markings which would implicate external forces for this complaint. This condition likely occurred as a result of excessive force which would occur due to continued ratcheting while the points had fully reduced the fracture. The drawings for this device (se_427173_ a, se_427171_a and b, and se_427165_a and b) were reviewed. The handles are manufactured from (B)(4) stainless steel, a suitable material for forceps as per astm f899-12b, the handles are also heat treated to improve strength. The fracture pattern on the returned device is indicative of sheer force greater than the device can withstand, as the forceps are designed to reduce fractures. The design is adequate for its intended use and did not contribute to this complaint condition this complaint is confirmed, however it is likely that this instrument was ratcheted further than necessary following full reduction of a fracture, this type of excessive force would lead to this complaint condition. The design of this device was found to be adequate for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #kr331607, is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 48,2 hrc and was found to be good. No nonconformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.